Event description:
Rv lead triggered lia due to hrns and pacing impedance variation. Rv lead triggered an alert due to high out of range bipolar impedance. ¿the out-of-range impedance for bipolar is because the patient doesn't have a ring electrode. The cobalt ICD specifically isn't able to provide a reading for an electrode that isn't there. Provided the patient would not be alerting for this as both the pace/sense polarity are programmed rvt-rvc.¿ this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).